Event description:
Litigation papers allege patient has suffered or is at risk to suffer: synovitis, mechanical complications, tissue necrosis and inflammation, metallosis, loosening, chromium and cobalt toxicity and pain. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/21/2014 - sales rep reported revision surgery. No reason for revision provided. There is no new additional information that would affect the investigation. This complaint was updated on: 04/03/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.